Manufacturer narrative:
A field service engineer from quest medical will be sent to the facility to investigate the device and a follow-up medwatch will be submitted if additional information is received.

Event description:
A report was received regarding an alleged issue encountered during use of the mps console. The report states that the mps console had a high inlet pressure . There were no reported patient complications due to this issue.

Manufacturer narrative:
The device was received and evaluated but the reported complaint for ec 216 (high inlet pressure) was not duplicated although it was confirmed in log data. Also seen in the log data was ec 217 (piston premature end ). The device was disassembled to check for defects or damage and fluid intrusion was found on both right and left pump optical encoders. Fluid intrusion on optical encoders is known to cause these alarms. The optical encoders were replaced and the device was reassembled. The fluid intrusion entry point was sealed with silicone. The device passed all functional testing following the repair.